Event description:
The physician reports performing cataract surgery with the implantation of the li61se intraocular lens. Once the lens was placed in the eye it would not unfold. Intervention was performed in order to enlarge the incision and remove the lens from the eye.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens has been returned to b+l and was subjected to visual examination. Results revealed that one of the haptics was bent. The reported issue could not be duplicated due to the condition of the returned lens. (B)(4).